Manufacturer narrative:
The tandem user guide states: "do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system." The tandem user guide states: "if you manually stop insulin delivery, you must manually resume insulin delivery." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) levels in the 500 mg/dl range, with the highest of 532 mg/dl. Tandem technical support (cts) performed a log review of the pump and it was reported that the customer would manually stop insulin deliveries and would "not resume until after an extended period of time." Additionally, customer was using fiasp insulin in the cartridge. Cts educated customer regarding cartridge/insulin labeling. Customer understood user error findings and acknowledged that the pump was functioning as intended.